Event description:
The customer contact resprouted that while operating on ac power, the device powered off by itself with an inadequate response time following an alarm condition. At an unspecified time, the device was programmed to deliver levophed, at a dose of 0.08mcg/kg/min via a central venous catheter and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported that the device displayed "malfunction alarm 13" and turned off. At that time, the pt experienced hypotension. No values were resprouted. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact resprouted the pt was stabilized in less than a minute. There were no resprouted adverse pt effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.